Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 3,000 ohms. Review of device data exhibited a gradual rise in pacing impedance measurements. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.